Event description:
The customer reported the system shutdown uncommandedly. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit boards were reseated. Also, the nodes were erased and reinstalled. The system was then found to be operating as intended.